Event description:
It was reported that the patient underwent a deep brain stimulator implant procedure. Following the implant, it was noted that the right lead had migrated. The electrode was on the outer margin of the burrhole, so while the retaining clip was locked, the lead was not caught-secured, and it shifted up after it was placed, locked, capped and tucked under the skin of the scalp. The patient did not experience any stimulation issue due to lead migration. One day after the initial implant procedure, the patient underwent a revision procedure in which the lead was replaced with a new retaining clip. The patient was doing fine post-operatively. The explanted lead will not be available for return.